Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge field service engineer (fse) replaced the drive manifold assembly to resolve the issue. The unit passed all functional, leak, and safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
The getinge field service engineer (fse) reported that the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold test while performing preventative maintenance(pm). There was no patient involvement and no adverse event reported.